Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e0207 delirium.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, around 6:00am, the patient experienced fatigue and exhaustion, sweating, vomiting, was delirious, loss consciousness and was brought to the hospital by their parent. When a fingerstick was taken at the hospital, the cgm reading was low, and the blood glucose reading was high. A second fingerstick showed the same results. The patient was treated with a total of 6 liters of unspecified intravenous fluids and was discharged after spending around 36 hours at the hospital. The hospital staff told the patient that if the hyperglycemia would have not been treated on time, they could have suffered from organ failure, but it was confirmed that the patient did not experience organ failure for this event. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.